Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The reported complaint was confirmed. A visual inspection was performed on the received device and found the entire probe tip detached. The broken probe portion was returned and measured approximately 16.53 mm in length. The ptfe pad (teflon pad) was inspected and found to have some tissue build up with normal wear and no metal exposed. The device was attached to a test usg-400/esg-400 and while the jaws were closed and the seal/cut function was activated a ¿probe damage¿ and ¿short circuit¿ error message was observed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell into the patient. The device fragment was retrieved using a grasper. There was minor bleeding observed. The surgeon was performing a seal /cut when the incident occurred. It was reported that the patient¿s uterus was large and lateral pressure was applied to the probe tip. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.